Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis indicated that the allegation against the programmer was confirmed. The programmer displayed error code upon boot up. Hard drive failed test and was replaced. Rebooted the programmer, pooped and emitted smoke from exhaust port with broken part after disassembling. All affected parts were replaced. The programmer showed no external signs of abuse. The programmer passed interrogations and tests without issues.

Event description:
Boston scientific received information that the programmer had a software error code displayed. Boston scientific technical services (ts) advised further troubleshooting. Thus, this programmer will be returned. There were no patient involvement reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis indicated that the allegation against the programmer was confirmed. The programmer displayed an error code upon boot up. It was noted that on the second boot up after hard drive was replaced the programmer popped and then emitted a smoke from fan exhaust port. All affected parts were replaced. The programmer showed no external signs of abuse. Further, the programmer passed interrogations and tests without issues.